Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe control 10ml ll bns had incorrect label content. The following information was provided by the initial reporter: "it was reported syringe came in a different box. Per email: 1 cs of syringes. Cannot be identified. It came in a different box."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that syringe control 10ml ll bns had incorrect label content. The following information was provided by the initial reporter: "it was reported syringe came in a different box. Per email: 1 cs of syranges. Cannot be identified. It came in a different box."